Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the cannulas are bending. The serter could be the problem. The blood glucose reading at the time of the event was 441 mg/dl. Customer experiencing muscle ache, nausea and neck pain. Customer treated with manual injection. Customer requested a quickserter. The current blood glucose reading is 569 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.